Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had fluid in it and was not functioning well anymore. The buttons don¿t work well. The customer¿s blood glucose during the incident was 7 mmol/l. No further details were given. The device will not be returned for analysis.